Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2013. During the procedure, the rotation speed of the blade was reduced and then stopped eventually, although the trigger was grasped. Another device was used to complete the procedure with no adverse patient consequences.